Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient experienced a seizure and taken to the hospital for evaluation and treatment. At the time of the event, it was reported the cgm displayed 5.5 mmol/l; however, the patient¿s bg was 2.6 mmol/l. The patient remained in the hospital for three hours before being released. There was no information concerning the type of medical intervention provided or if any was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.